Manufacturer narrative:
Pump received with currents in specifications and no battery out of limit. Intermittent button response due to moisture damage on keypad trace noted. Unit received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked. (B)(4).

Event description:
The customer reported via phone call that the insulin pump act button is not responsive and battery out limit alarmed. Customer does not recall any significant events leading to the error. Customer's blood glucose was 359 mg/dl at the time of incident. Troubleshooting was done for battery out but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.